Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally. The customers blood glucose level was not impacted. Reportedly, after the customer charged the pump for 10 minutes the battery showed less battery life. It was indicated that the customer would continue to use the pump until the replacement arrives.